Event description:
On (B)(6) 2026, the patient underwent endovascular procedure to treat an abdominal aortic aneurysm and a common iliac aneurysm using a gore® excluder® conformable aaa endoprosthesis device (cxt) and a gore® excluder® aaa endoprosthesis device (plc). It was reported that as the physician described that the last couple of stent rows of the plc device deployed without the deployment fibre being pulled out. It was reported that the plc device was used outside the IFU: the physician shortened the overall device length by using a ¿concertina technique¿. Reportedly, the internal iliac artery was unintentionally partially occluded. It was not planned to partially cover the artery. Blood was still flowing into the artery at the completion of procedure. However, on xray imaging was seen that the stent rows were partially covering the artery (not intended). According to the physician, the procedure completed as normal - concern was that the device self-deployed for the last couple of stent rows. Reportedly, the physician used an appropriately sized introducer sheath. The physician did not notice any procedural or health comorbidities leading to an unplanned surgical procedure or additional device placement. According to the physician, the cause of the deployment issue was a fault in the deployment line/slipknot holding graft compressed onto catheter. The physician is monitoring the patient.

Manufacturer narrative:
C19: a review of the manufacturing records of the device indicated the lot met all pre-release specifications. The device remains implanted; however, the delivery catheter will be provided for investigation. Further information will be provided. F28- the physician did not notice any procedural or health comorbidities leading to an unplanned surgical procedure or additional device placement. Despite unintentionally internal iliac artery partial coverage, blood was still flowing into the artery at the completion of procedure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.